Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device. After the microbiological testing at the third party laboratory, the evaluation by (B)(4) confirmed following defects. -there were a lot of chips and scratches of the material from the biopsy channel. - lg lenses were cracked. - c-cover was damaged. - glue around the lenses was porous and broken. - there was corrosion at cylinders and s-connector. - there were a lot of broken lg fibres. The light transmission was too low. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing at the user facility, the subject device after reprocessing tested positive for klebsiella and candida glabrata. The user facility also reported that the subject device had been reprocessed using mini etd2, an automated endoscope reprocessor (aer). There was no report of infection associated with this report.